Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the issue. The fse found the release pin was bent on the release handle. The fse replaced the release handle using a latch plate and screw kits , and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA 584165.

Event description:
It was reported that during training, the release handle of the cardiosave intra-aortic balloon pump (iabp) was broken. There was no patient involvement.